Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and the transvenous lead and defibrillation lead were surgically abandoned, due to a suspected infection on the patient's left side. No further effects were reported.

Manufacturer narrative:
A return request was made for product return. An entire new system was implanted on the right side. Should additional information become available, this event will be updated.